Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having adhesion issues with his sensors and infusion sets. The customer's blood glucose was 420 mg/dl. The customer treated himself with a syringe. The customer stated he does not use soaps or lotions on his sensor sites. No additional information provided.